Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 2017865-2021-28522. It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited high capture threshold due to loss of slack. A chest x-ray was performed and the ra lead was found to be dislodged. The rv lead and ra lead were explanted and replaced. The patient was in stable condition.